Manufacturer narrative:
Manufacturer's report date 03/25/98. The instrument was returned and evaluated. The pump met all rete/volume and accuracy specifications. The event history log was downloaded and no errors or malfuncions were logged. The log revealed that 31 minutes after a secondary infusion was started on channel a at a rate of 50 ml/hr and vtbi of 100 ml, the user switched channel a to primary infusion mode at the previously programmed infusion parameters. Channel a was then operated in primary mode for approx. 15 minutes at an unverified rate of 140 ml/hr., then stopped by the user. The 140 ml/hr rate was verbally connunicated by the hospital to the manufacturer. The reported overinfusion could not be confirmed and the root cause could not be determined the manufacturer requested pt information. All information that was available was provided.

Event description:
Hosp advised that the pt was given a bolus of amphotericin b, then nursing set up the pump to infuse saline in the primary mode and amphotericin b in the secondary mode. The pump was set at a rate of 250cc/hr in the secondary mode. Nursing reported the bag had emptied "in a very short time".